Event description:
It was reported by international mallinckrodt facility (UK) that the inner cannula was unlocking from the outer cannula on four (4), size 8 cfn, cuffless fenestrated tracheostomy tubes. The devices had been in use approximately two weeks when "the circuit attached became loose," and the reported problem was detected. Limited info is available regarding the event, the device usage and maintenance practices. There was one pt involved with no reported pt injury. Four, size 8cfn devices, were returned to the MFR for decontamination, analysis and investigation on 01/08/1998.